Manufacturer narrative:
The date the device involved in the reported incident has not been rec'd for evaluation. An investigation has been initiated based on the reported info.

Event description:
Customer reported the file broke in the root of the tooth during use. Patient was sent to see a specialist because of the damage. On (B)(6) 2014 customer reports doctor was performing a root canal when the device broke and the part remains in the root canal. Patient is to see an endodontist. Antibiotics were prescribed.